Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient complained the only teeth that touch was when the jaw was closed at the very back molars. Additionally, there were gaps around the front of the byte in the problem areas.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.